Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and in intensive care unit for high blood glucose on unknown date. Blood glucose reading was 600 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer stated that insulin pump was not working and she was getting more insulin. It was unknown that customer using auto mode feature active at the time of event. The customer blood glucose was 193 mg/dl. The insulin pump will not be returned for analysis.